Manufacturer narrative:
(B)(4).

Event description:
It was reported during a thr procedure that the cap of a femoral head/neck impactor broke. Procedure was completed with the same device, no delay reported. No patient harm reported.

Event description:
It was reported during a thr procedure that the cap of a femoral head/neck impactor broke, the pieces were retrieved with an hemostat. Procedure was completed with the same device, no delay reported. No further complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned femoral head/neck impactor confirms the femoral head impactor tip has a piece broken off. The broken piece was returned with the device. This device shows signs of significant wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.